Manufacturer narrative:
Product complaint #: (B)(4). Investigation flow: damage. Visual inspection: the spare reamer tube for hollow reamer (p/n: 309.068, lot #: 2651669) was returned and received at us cq. Upon visual inspection, it was observed that the device was broken at the distal end and the broken fragments were not returned. No other issues were observed with the returned device. Device failure/defect was identified. Dimensional inspection: the outer diameter was measured to be 8.98 mm (calipers: ca215p). This is within the specification of 9 mm +0.00/-0.1mm per (B)(4), rev. B. Document/specification review. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the spare reamer tube for hollow reamer (p/n: 309.068, lot #: 2651669). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Product code 309.068 (36598). Lot#: 2651669. Manufacturing site: bettlach. Release to warehouse date: nov. 30, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at fsl (B)(6) site, it was observed that the spare reamer tube for hollow reamer was broken. There was no patient and procedure involvement. This complaint involves 1 device. This report is for (1) spare reamer tube for hollow reamer (309.065). This report is 1 of 1 (B)(4).